Event description:
It was reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. The report indicated no patient involvement. No patient complications were reported by the distributor.